Manufacturer narrative:
The sample device is indicated as available for evaluation. However, as of the date of this report, the device has not yet been returned. The third request for the return of the device was sent on 2/25/2020. A follow-up report will be provided by 3/25/2020.

Event description:
"We had another argon 1.9fr PICC line (placed by the nnicu team) crack at the hub while the infant was in the picu. The product has been sequestered and is in my office. No detectable harm.¿ -per (B)(6). (B)(6) "our pediatric ICU nurses have reported another defective product issue while using the argon #384232, 1.9fr PICC line. The product shows a crack at the hub. We do not have the lot number to provide to you, however I do have the defect sample in my office available for return to argon for evaluation. Please provide a mailer and rga sent to my attention for that purpose.¿

Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
Three requests have been made for the return of the device. As of the date of this report, the device has not been returned. Without the device or any visual evidence to evaluate, the complaint cannot be confirmed. If any additional information is provided in the future the complaint will be re-evaluated as needed.